Event description:
Philips received a complaint on the intellivue x3 indicating that the device gave a speaker error, resulting in a "blue" alarm. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) determined that a software update was required, so the update was performed. Based on the information available and the testing conducted, the cause of the reported problem was the software. The reported problem was confirmed. The device was operational after updating the software. Section e reporting institution phone #:(B)(6).

Manufacturer narrative:
The third-party servicer completed functional and safety testing on the intellivue x3 device. Additional feedback was received from the third-party servicer which clarified that the reported speaker error was able to be reproduced during servicing and that after a software update was completed, the reported speaker error was no longer visible. Philips requested details on the specific message displayed by the device and whether a software anomaly was also observed by the third-party servicer, but no additional details were received. Philips has not been able to confirm that the reported speaker error can be attributed to a software anomaly.